Event description:
It was reported that pump experienced malfunction alarm with code malf 5 that could be temporarily reset but recurred after reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support assisted with pump reset and arranged shipment of replacement pump.